Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; serial#: unknown; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for intractable spasticity. The patient rep stated last time patient had a catheter dye study done, they rushed the medication through the patient and patient ended up in severe withdrawal. The dye study almost sent the patient to the intensive care unit (ICU).